Event description:
Rn (registered nurse) found that the patient's tacrolimus line had come disconnected at the luer lock connection from the filter tubing to the bd phaseal optima injector, causing the patient to bleed from hickman site.